Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported the customer received a no delivery alarm when they attempted a correction for their blood glucose. The customer's blood glucose at the time of the alarm was 428 mg/dl. Customer reported they were able to treat themselves with 10 units of insulin. It was found the no delivery alarm occurred when they had attempted to treat with another three unit of insulin. It was also reported the no delivery alarm was recurring. The customer was unable to troubleshoot at the time of the call. The customer was advised to change their infusion set as soon as possible. No additional information provided.